Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right atrial (ra) lead was over-sensing noise. No intervention has been performed. There were no patient consequences.